Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m92f1t. The analysis results found that the er320 device was returned in good condition. In addition, one bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was dropping clips and clips were feeding off track through the jaws. Another device of a different lot was pulled and used to complete the procedure without incident. There were no adverse consequences for the patient.